Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own, and the malfunction code did not recur after resetting. Technical support advised the customer to continue using the pump and to call back if any malfunction code occurs again, which the customer understood and acknowledged.